Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet¿s outer casing was separating and the user kept the device functional by taping the housing together without impact to blood glucose. Symptoms included no adverse clinical effects and no alarms. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included collection of use history and service records and assessment of device performance based on customer feedback. Investigation of this case revealed a hardware housing integrity issue consistent with screen bezel or case separation while core pump function remained operational. It was concluded, based on previously established findings for similar reports, that the cause was mechanical wear or damage to the external enclosure independent of internal electronics or software.